Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity firmware upgrade, the device went into backup mode. A device download was performed and the patient was stable with no consequences.